Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient present had multi ligament reconstruction, bone staples in both lateral tibia and proximal femur medial. These staples were still inside at time of revision surgery (B)(6) 2020. Revision surgery of tibial base plate, insert and patella resurfacing. The procedure finished with a smith and nephew backup device.

Manufacturer narrative:
It was reported that a revision of the tibial base plate and insert was performed. There were bone staples in situ from the previous surgery which occurred about 1.5 years ago. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use cannot be performed with accuracy as the reason for reported failure was unknown. Therefore no root cause can be determined at this time. A medical analysis noted that there is no consent granted to provide x-rays or surgical reports. Therefore, the patient impact beyond the revision cannot be determined. Without the patient medical records available and no reported device failure, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.